Event description:
It was reported that the pump shut off and customer was not able to turn it back on and leaking was seen from the cassette. Patient also reported pain. No medical or surgical intervention was reported.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: catalog number is unknown. D4: UDI information is unknown. G5: premarket (510k) number is unknown.